Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to his device would not inflate. The pump was replaced. There were no patient complications in relation to this event.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) surgery due to his device would not inflate. The pump was replaced. There were no patient complications in relation to this event.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. Product analysis concluded these activation issues could affect the functionality of the pump. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.